Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper line break was confirmed. The reported no resistance felt when pulling the gripper line could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. The no resistance felt when pulling the gripper line was a cascading effect of the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. When establishing gripper line removability, the physician felt there was no resistance when pulling the gripper line. The physician continued with clip deployment; however, the gripper line broke into two pieces at the beginning of clip deployment. The clip was able to be deployed and both ends of the gripper line were pulled and removed with the cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.